Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was not functioning right, and that the patient ¿suffered for years¿ and had withdrawal, which was previously reported. Per the reporter, the hcp told them that the pump "didn't work right since day one." The reporter noted the pump was replaced due to normal battery life, but then corrected their statement and stated it was due to motor stall, which was previously reported. It was noted that the patient obtained the explanted pump and it was still alarming. The reporter noted that the patient's health had improved since the pump was replaced.

Event description:
It was reported that the pump was replaced due to a motor stall that never recovered. The patient had presented with underdose symptoms and had experienced withdrawal. At the time of report, there was no patient injury or adverse event. It was reported that the patient had been kept overnight after the procedure and was still in the hospital at the time of report. It was noted that the managing physician typically uses "really high concentrations" for his patients. The drugs used in this system were dilaudid and fentanyl.

Manufacturer narrative:
Product ID, 8709 lot# j0056614r implanted: 2000 (B)(6), product type catheter. (B)(4).